Event description:
It was later reported per hcp, the patient has not been seen in the office since the surgery. The patient was still in the rehabilitation hospital.

Event description:
It was reported that during an unrelated back surgery, the catheter was cut. The patient was getting a back fusion. The catheter was cut intentionally and it was decided not to repair it. The doctors managed her post op pain and opiate withdrawal with IV and transdermal medication. The patient was stabilized for discharge back to the managing physician. The patient was discharged on (B)(6). The pump was delivering compounded dilaudid.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID: 8590-1 lot# n117635, implanted: 2007 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).